Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
A patient identified in the article was revised approximately seven years post-implantation due to aseptic loosening of the acetabular metal shell at eighty-four months postoperatively. This hip had a rheumatoid protrusion deformity that required particulate bone-grafting, and progressive radiolucent lines were observed five years after the index operation."